Event description:
Caller called to report feeling ill with flu-like symptoms, breast pain, pain with range of motion under her arms. Inflammation in breast with chest hot to touch, burning sensation and hardened areas in breast. She also reports that she had an aspiration biopsy due to fluid collection around her breast. Reporter states that she was supposed to have the implants explanted this month; however, her insurance denied her claim because her doctor was not in-network. Reporter is very concerned about the possibility of having or developing bi-alcl and not being able to have her implants removed.